Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported via the distributor that when opening the package, it was detected that the item was missing the locking screw. The distributor confirmed that the surgery was finished with another available item with no adverse consequences.